Manufacturer narrative:
Analysis found that during inspection, the reported fault was confirmed. The unit overheated after 1 minute and was noisy. Pre-repair heat test at 1 minute shows, rear-26.8c, middle-37.5c abd nose 50.4c. An internal inspection confirmed that parts such as the middle housing, shaft, stainless steel balls, o-rings, nose, and bearings had deteriorated due to dirt and rust. Disassembly and cleaning inside the equipment. We replaced parts such as motor cable assy, middle housing, shaft, stainless steel ball, o-ring, nose, and bearing. A final operation check was performed and confirmed that there were no abnormalities. Repair and inspection completed stickers were attached. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece heated up after more than 1 minute of use and was noisy during the tympanoplasty procedure. The unit was prepared and used as usual at the facility. There was no troubleshooting done. There was no delay as the same device was used to complete the procedure. There is no impact on neither the patient nor the staff.